Event description:
Eleven months post index procedure the patient expired (2004). The cause of death was reported as cardiac. The relationship to the index device and procedure was reported as unlikely. The primary and secondary cause of death as well as an autopsy report had been requested to the reporter of this adverse event, however to date the information has not been received.